Event description:
It was reported this balloon developed a leak during a transjugular intrahepatic portosystemic shunt procedure. Another balloon was used which also leaked. A third balloon was used to successfully complete the procedure. There were no pt complications involved. The pt's condition is good. The device is currently awaiting eval. It was indicated this device was being used during a "tips" procedure, which is a non-indicated use of this device. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state "medi-tech occlusion balloons are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures... Any use for procedures other than those indicated in the instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if the balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."